Event description:
The tip of the handpiece heated up, burning the inside lower lip of the pt. The burn on the right side was 1 cm by 3/4 cm and on the left side the area was slightly smaller. The drill was purchased a year ago. It had been returned to the MFR on two previous occasions because of "locking up".